Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: this report is for unknown uss system/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: marintschev, ivan (2010). Navigation of vertebra-pelvic fixations based on CT-fluoro matching. European spine journal, volume 19: p1921-1927. (B)(4). This was ¿retrospective¿ review of 12 patients with operative treatment of pelvic ring fractures that were stabilized with vertebra-pelvic fixation. The patients were treated from (B)(6) 2004 through an unknown date. The purpose of the study was to identify successful fixation using CT imaging with fluoroscopy or not. Surgical sites included l4-s2 or superior iliac spine. Three of the 12 patients were treated with a non-synthes device. The remaining 9 were treated with synthes uss ii ilio-sacral system. Patients were divided into two groups: mean age of group1 was 43.8 years and group 2 was 33.8 years. CT with fluoroscopy matching/navigation was used with group 2, not in group 1. Causes of injuries included falls, traffic accidents, and an industrial accident. CT imaging taken before, during and after the surgeries. Complications included: (n=1) wound infection with revision; (n=1) postoperative lower limb thrombosis. This is report #1 of #1 for (B)(4). This report is for an unknown uss ii with an unknown part number, lot number and quantity.